Event description:
A malfunction was reported with the pump, indicated by a malfunction code 16, although no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy and was instructed by technical support to put the pump into storage mode before returning it. Technical support confirmed the shipping address and arranged for a replacement pump to be sent, with instructions for returning the faulty pump within 10 days.